Event description:
Device MFR became aware of a published clinical article describing the author's experience with removal of the vagus nerve stimulator from the neck. The manuscript summarized seven cases in which removal or revision of vagal nerve stimulator electode were performed. In one of the cases, the vns pt reportedly developed an infection at both the neck and chest incision sites. The pt subsequently underwent explant of the vns therapy system. The pt was reimplanted after adequate antibiotic therpay.